Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device lot history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be performed in due course.

Event description:
It was reported that the 14" (36 cm) appx 3.6 ml, transfer set w/4 clave¿, 2 tri-connectors, back check valve, clamp (blue), vented cap had a disconnection issue. It was stated that the item broke/disconnected where it should have been fused. Unspecified medication splashed onto a nurse and the onto the floor. This is the same area where other manifolds have failed in the past. The medication involved was mycophenolate. There was patient involvement and rn was sprayed with hazardous drug. The hazardous drug has no effect to the rn and the patient. There were no patient harm.

Event description:
Additional information received. A medsun medwatch uf/importer report # (B)(4) received on 27-jan-2025 that stated physical therapy (pt), occupational therapy (ot), and registered nurse (rn) were mobilizing patient when a portion of the 4-port manifold that had been infusing hazardous drugs fell apart. Medication started to fall freely onto the floor and mycophenolate splashed onto primary nurse's arm. A second nurse was able to plug the hole without getting splashed. The primary nurse washed her arm immediately and both nurses notified the charge nurse of a hazardous drug spill. Additional event information obtained from ufmw: this is a single-use device that was not reprocessed and reused on a patient. This is a device that was not ever services by a third-party servicer. One day is the approximate age of device. The event occurred in the hospital critical care.

Manufacturer narrative:
Additional information in a2, a3, a4, b5, e4, g2, and h10.